Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery noted in the pump history and critical pump error (open book image) alarm during testing due to out of spec force sensor zero offset ( -0.1 mv). Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that the insulin pump was returned for possible damage. Blood glucose was 212 mg/dl. No further details given.